Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The reporter contacted lifescan on behalf of the pt alleging that her one touch ultra meter would not power on. The medical affairs specialist mailed a letter since the pt could not be reached. She was taken to the hospital as a result of not being able to test. She was described as feeling dizzy; however, no attempt was made to test while experiencing symptoms. The result obtained at the hospital was not provided. The reporter mentioned that she received injections at the hospital; however, no further info was provided. The customer care representative (ccr) verified that the correct test strips were being used, the battery was correctly installed, the battery was replaced less than 1 year ago, and the battery contacts were in good condition. The ccr walked the reporter through pressing the power button and the meter did not power on. The reporter did not allege harm. There is insufficient info to suggest that the pt experienced injury or medical intervention due to the meter. It would have been helpful to know when the pt last tested in relation to being taken to the hospital, her medication regimen, and the result and treatment info from the hospital. Based on the unresolved power issue, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The meter was replaced.